Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported that two ultrathane mac-loc locking loop multipurpose drainage catheters detached at the hub. The catheter was required for a nephrostomy to drain urine and was attached to connection tubing and a drainage bag. The fitting was securely attached at first inspection. The patient left the department after the device was placed. It was then discovered that the catheter separated at the hub. The catheter was removed and replaced with a like device; however, the same failure occurred after the patient left the department. Finally, a competitor's catheter was successfully placed. No other adverse effects were reported for this incident. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer between 27nov2020 up to 27nov2023 and discovered a total of (B)(4) lots that were shipped to this customer. After reviewing the non-conformance criteria, the following non-conformances were found for ¿fitting damaged¿ quantity (B)(4), ¿gap incorrect¿ quantity(B)(4), and ¿broken cap¿ quantity (B)(4) overall. These nonconformance's were found to be relevant to the reported difficulty. All nonconforming devices were scrapped. A further review confirmed there were no complaints reported on these lots. Cook reviewed the product labeling for the complaint device. The instructions for use (IFU) [ t_multi2_rev1, multipurpose drainage catheter] states the following in relation to the reported failure mode: "precautions patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied upon removal from package, inspect the product to ensure no damage has occurred. " the information provided upon review of the dmr and IFU suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of the investigation, the cause of this event was traced to component failure, without any design or manufacturing issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was provided on (B)(6) 2024 indicating the patient's activity level was moderate.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that two ultrathane mac-loc locking loop multipurpose drainage catheters detached at the hub. The catheter was required for a nephrostomy to drain urine and was attached to connection tubing and a drainage bag. The fitting was securely attached at first inspection. The patient left the department after the device was placed. It was then discovered that the catheter separated at the hub. The catheter was removed and replaced with a like device; however, the same failure occurred after the patient left the department. Finally, a competitor's catheter was successfully placed. No other adverse effects were reported for this incident. It was noted that no force was exerted on the catheters.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje. E1 - (B)(6). G4 ¿ PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.